Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm the reported error via the error log. The fse was not able to reproduce the reported error by running a sample. Troubleshooting steps found a debris on the fingers that hold the tube on the belt line by a visual check. The fse cleaned all of the debris off the fingers and on the main arm rail. The fse used made up biorad controls and were within range. The aia-2000 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review for similar complaints were performed for the serial number (B)(4) from 08apr2020 through aware date 08may2021. There were no similar complaints identified during the searched period for error 4211, however; there were 2 similar complaints identified during the searched period for error 4224 which includes this event. The aia-2000 operator's manual under section 04 - error messages states the following: [4211] main arm y-axis home detection failure. Cause: the home sensor failed to activate after the main arm y-axis moved toward the home position. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. [4224] interference of dispensing nozzle z-axis of main arm. Cause: there is a possibility that the dispensing nozzle was interfered with an obstacle such as cap of primary tube. The measurement result will be flagged with the ss flag. Or a command or adjustment value (p05, 191-210) was given for movement beyond the maximum movable distance of the main arm z-axis in the maintenance operation. Solution: remove an obstacle such as cap of primary tube, if any. The most probable cause of the reported event was due to failure of the belt line. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
Customer reported an error 4211, main arm y-axis home detection on the aia-2000 analyzer. Customer is also getting an error 4224, main arm z-axis limit overrun. Customer indicated that the results are not accurate. A field service engineer (fse) was dispatched to address the reported issue which caused a delay in reporting alpha-fetoprotein (afp) patient samples. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results. In addition, according to the technical support specialist (tss), the statement regarding "inaccurate results" the customer only remembers that the sample in question had all <l results. The sample was not reported. They ran the sample manually and got results. Customer cannot remember what tests but they were probably thyroid.